Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump and insulin pump error. Customer's blood glucose value was 173 mg/dl. Customer reports they received the open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was assisted in troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test and occlusion test. Insulin pump failed the prime/seating test and force sensor test due to moisture damage on the motor and force sensor. Insulin pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Insulin pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Pump error 3 not confirmed. Critical pump error (open book image) not confirmed.